Event description:
Procedure type: CABG. According to the reporter: the patient had a primary failure of the suture, it was used in a subcuticular closure. The patient was identified as being both morbidly obese and diabetic. The patient disrupted the suture line with his hand and it began to open up. The surgeon removed and replaced with a standard suture. No other disruption to the incision line in the deeper layers was noted. Tissue damage and patient injury reported.

Manufacturer narrative:
.